Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hemorrhage/bleeding treated with an insulin pump (subcutaneous insulin infusion), and no treatment. The customer reported a blood glucose value of 440 mg/dl and the current blood glucose value was 325 mg/dl. The customer reported the following led up to the event that the customer's sensor failed (change sensor alert). The customer has changed the sensor but has not transitioned to smartguard since after the warmup. Document treatment for high blood glucose was the bolus. The event involved product(s) mmt-399a, mmt-332a, mmt-1884, mmt-7040ma. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer received a change sensor alert. Explained possible causes. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The customer reported blood at the site. The customer requested assistance with entering auto basal with 780g. The customer entered blood glucose and the system began working as expected. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return was required for mmt-399a. No product return was required for mmt-332a. No product return was required for mmt-1884. No product return was required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.